Event description:
The patient stated that he has been experiencing random elevated blood glucose readings as high as 410 mg/dl. He stated that he has tried using fresh insulin and changing all of his accessories and his blood glucose remains elevated. He stated that he administers additional boluses though his infusion device and his blood glucose will decrease, but at times, his blood glucose will become low (70 mg/dl). He stated that he feels the low blood glucose is caused by his over reaction to elevated blood glucose. The patient's normal blood glucose range is 80-120 mg/dl.to troubleshoot, the patient was advised to disconnect from his infusion set and to bolus in the air. Insulin did drip from the end of the infusion tubing. The patient was advised to speak with his physician regarding elevated blood glucose and he was sent sample infusion sets with a longer cannula length. Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.